Event description:
It was reported that an ilet user was concerned about going low overnight after dinner when insulin on board remained above 4 units with glucose at 130 mg/dl trending slightly downward. Earlier, glucose had been around 230 mg/dl after a usual meal announcement for a larger-than-usual carbohydrate intake, and the pump delivered an additional dinner dose approximately 90 minutes later, consistent with the dosing algorithm. Symptoms included hyperglycemia peaking at 241 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to meal size estimation and failure to follow instructions, with user interface factors considered. It was concluded, based on previously established findings for similar reports, that the cause was improper or incorrect procedure or method.